Manufacturer narrative:
The biopsy forceps was not returned to olympus for evaluation. The user facility did not provide the specific model and lot number of the biopsy forceps. The root cause of the reported event cannot be determined.

Event description:
Olympus was informed that a patient sustained a grade 3 splenic laceration during a therapeutic colonoscopy with polypectomy and polyp biopsy procedure. It was reported that the patient presented to the ER post procedure with complaints of left sided abdominal pain and trouble breathing. A CT scan was performed and it confirmed a laceration had occurred. The patient was admitted to the hospital ICU for observation on (B)(6) 2016 and was then transferred to the regular medicine floor. The patient was discharged home in stable condition. Additionally, it was reported that an olympus biopsy forcep and polypectomy snare (models: unknown) were used with the scope during the initial procedure; however, it is unknown which of these three devices may have contributed to the reported event. The non olympus generator default settings were cut/effect 2/cut 150. The facility reported the scope visually inspected prior to the procedure with no anomalies found. This is report 2 of 3.

Manufacturer narrative:
This supplemental report is being submitted to report additional information. On october 3, 2016, olympus received a voluntary medwatch (mw5064928) report with additional information from the user facility regarding the previously reported event. The voluntary medwatch report indicates that the patient was a female with a history of breast cancer. Olympus followed up with the user facility to obtain additional information via telephone and was informed by the risk management specialist the patient was (B)(6) years old at the time of the event. No further information was provided.